Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged pump error 43 alarm found on (B)(6) 2021. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however failed the self-test due to a pump error 63 alarm. Successfully downloaded history files and traces using thus. Confirmed pump error 43 alarm on (B)(6) 2021 at 17:04, 17:05, and 17:06 in the pump downloaded history. Pump error 63 was found in the history file on (B)(6) 2022 at 10:50:15, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 5. The electronic assemblies and motor assemblies were inspected, and moisture damage was noted in the corroded battery tube. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. Customer alleged for pump error 43 alarm was confirmed. Pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5. Moisture damage was confirmed in the corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Maedtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The customer will discontinue to use the device.